Manufacturer narrative:
On october 21, 2021, the mentor failure analysis lab received the device for evaluation. On november 4, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth uhp 320cc breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2021, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth uhp 320cc breast implant. Leak testing was performed in accordance with mentor procedures and no gel bleed was detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel bleed. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has experienced breast implant rupture on the right complicated by siliconoma formation with signs of fat necrosis. It was also reported that the patient has developed granuloma in the left axilla region which was confirmed by mammo and may be interpreted as a sign of ¿gel bleed¿ of the left implant as it was stated to be intact upon removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who's undergone breast augmentation revision with two 320cc mentor memorygel breast implant, experienced bilateral breast implants rupture complicated by granuloma in the left axilla region. It was also reported that the patient has developed suspicious mass in the right axilla region. Per mammogram, the mass is correlated with free silicone outside of the implant. Also noted was dense lymph node in the right axilla tail. Per mammogram, the lymph node is correlated to an abnormality noted in 2015, and the size of the node is unchanged from 2015. Lastly, contour deformity was also noted on the right breast. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 270cc mentor memorygel breast implant catalog: smpx270 lot: 9597510 sn: (B)(4) and (right) 270cc mentor memorygel breast implant catalog: smpx270 lot: 9575844 sn: (B)(4). This medwatch form is for the left breast prosthesis.